Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733437, serial/lot #: (B)(4). Product ID: 9733656, serial/lot #: unknown. Product ID: 9733738, serial/lot #: unknown. Analysis of the 9733858 found insufficient information. Analysis of the 9733738 found chassis components were damaged. The returned camera yoke has been broken off at the handle attachment. Analysis of the 9733437 found a damaged camera or scu. At power up the amber fault light was blinking. A check of the event log revealed a bump detected on july 1, 2017. They were not able to perform an accuracy test (aak) due to the fault. This psu had not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the camera yoke and handle have been damaged. There was no patient present when the issue occurred.